Manufacturer narrative:
Reference MFR report number was reported incorrect in the initial report. This report consists of correct information.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2017-00253. Additional information received clarified the exact date for the scs system explant is unknown at this time.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2017-00252. It was reported the patient experienced numbness and weakness in her right leg after few hours of scs system implant. MRI was performed to rule out hematoma. However, the issue persisted. As a result, the scs system was explanted. Sjm was not present during the explant surgery. As of (B)(6) 2017 the patient was still experiencing weakness in the right leg and was in rehabilitation.